Manufacturer narrative:
Analysis of lead sc-2317-70 (B)(4) revealed that the complaint of high impedances was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. No cables are exposed at the damaged portion of the lead. This type of damage occurs when the lead body is deformed or kinked, causing stress on the cables. The broken cables resulted in the reported complaint of high impedance. Review of the device history record revealed no anomalies that could have contributed to this event. The probable cause selected is component failure. The cables were fractured due to the stress caused by the lead body being kinked.

Event description:
A report was received that the patient experienced an abrupt stop in the stimulation. Increasing the intensity of the stimulation had no effect. High impedances were observed on the lead. The physician reprogrammed avoiding the high impedance contacts. The physician later performed a lead replacement. The patient was doing well post-operatively.

Event description:
A report was received that the patient experienced an abrupt stop in the stimulation. Increasing the intensity of the stimulation had no effect. High impedances were observed on the lead. The physician reprogrammed avoiding the high impedance contacts. The physician later performed a lead replacement. The patient was doing well post-operatively.